Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient was seen for follow up for a right total hip with mild pain. Doctor had her cobalt levels tested. They were elevated. She was scheduled for a revision. The patient was brought to the or. The head was removed from the stem with several blows of a mallet and bone tamp. There was mild trunnion debris. The trunnion was in good condition. The liner was removed and replaced with a new one. A new v-40 to c-taper sleeve was implanted. Then a new biolox 36 mm c-taper head was impacted. The wound was copiously irrigated. Range of motion and stability were excellent. The operation was completed successfully.